Event description:
Crossbrace allegedly broke near a bolt hole. Dealer called to receive a quote. Warranty replacement sent on order (B)(4). Original crossbrace was returned to invacare on (B)(4). No injury is alleged.

Manufacturer narrative:
RMA 859588012 has been initiated for this issue. Model xtra serial number/date code (B)(4) is approximately 3 years and 3 months age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.